Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During examination, the foreign material could be amorphous carbon and rust. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the suggested event was likely due to the corrosion of the air/water nozzle due to insufficient air to clear water caused by clogging with amorphous carbon and residual water. However, a definitive root cause could not be identified. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the inspection method associated with the event in "operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection", and preventative measures in "reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories)". In addition, because amorphous carbon is widely used in medical devices, we would appreciate it if you could refer to "chapter 5, section 5, clean the external surfaces" ¿chapter 5 section 5 reprocessing the endoscope(and related reprocessing accessories)¿ ,"chapter 8 storage and disposal" in the reprocessing manual, and if any stain remains on the nozzle, clean it until all of the stain is removed, rinse it thoroughly, drain any remaining water from the channel after cleaning, and dry it, and check the handling environment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited foreign material from the nozzle. There were no reports of patient involvement.